Manufacturer narrative:
Investigation: this complaint has been evaluated. No photo has been provided to this complaint. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. The machine logbook was checked, and no records related to this issue were found. No other complaint was received to this lot. The batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process, (B)(4). FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E.1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports he has used our hydrophilic catheters for 5 years. In the last 2 years he says he has had 4 defects- leak at the joint of the envelope. There was no harm reported. No photos were provided. No additional information was provided.